Event description:
The contact stated the customer's meter has been reading erratically. The customer tested her blood glucose back to back and received readings of 143, 363, and 36 mg/dl. The difference between these readings falls in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.